Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed lesion being treated was located in the tortuous, severely calcified left anterior descending (lad) artery. The physician attempted to place the 5.00x16mm liberte bare metal stent, but was unable to cross the lesion. The stent strut was found to be damaged. The procedure was completed with another liberte stent. The physician encountered significant resistance during the operation and flushing was maintained during the procedure. No patient complications were reported. Patient status reported as "good".